Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient said their controller was frozen on a circle that said please wait. The patient said they weren't able to raise or lower their stimulation due to the controller being frozen and they had tried to connect their recharger telemetry module (rtm) to recharge to see if that would resolve their problem but the controller screen remained frozen. The patient said they then plugged the controller into ac power so the controller battery would not deplete from the screen being frozen/trying to connect to the ins (patient mentioned they can tell when the batteries go low because the pain comes back in their back). The patient said since the screen was frozen, the ins kept vibrating because they wanted to turn it down but "was locked out". The patient mentioned that they have an ins for the ankle and one for their spine, patient said ankle ins was working fine. Patient started a recharging session and had recharging excellent.